Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they noticed like the week before christmas, their husband had used the programmer to set stimulation up to see if that would start vibrating in their bladder but it did not vibrate in their bladder, they noticed they felt stimulation going into their right shoulder and right neck. The patient said they have not had any falls or traumas. The patient got the programmer, took the batteries out and put them back in then reported: now that they turned stimulation off, they no longer felt stimulation in their shoulder and neck. The patient's relevant medical history included that the healthcare provider (hcp) will be doing a one day surgery to do something to their bladder on january 10 but the patient did not know what that surgery was. No fu rther complications were reported.